Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator experienced "vent inop and o2 out of range" alarms. The customer confirmed that there was no patient involvement associated with the reported issue.